Event description:
It was reported that device diagnostics again resulted in high impedance (dc dc code - 7). A second diagnostics test was within normal limits (dc dc code - 2). It was reported that a third diagnostics test was performed and again resulted in high impedance (dc dc code - 7). It was reported that the patient would be scheduled for surgery. Surgery is planned, but has not occurred to date.

Event description:
On (B)(6) 2013, it was reported by the nurse practitioner that high lead impedance was observed on normal mode diagnostics performed that day. Per the patient, no manipulation or trauma occurred. An increase in seizures was also observed; however, they were below pre-vns baseline levels. No programming, medication, or other changes preceded the onset of the increased seizures. The device was not disabled (turned off to 0ma) despite recommendations. X-rays were taken on (B)(6) 2013; however, they have not been sent to the manufacturer for review. The patient was re-assessed on (B)(6) 2013 and found to have normal battery life and impedance. As such, surgery was cancelled and has not occurred to date. No other information has been provided.

Manufacturer narrative:
Brand name, corrected data: additional information was received which indicates the incorrect suspect medical device was reported on the initial MDR. Please see corrected data. Type of device, corrected data: additional information was received which indicates the incorrect suspect medical device was reported on the initial MDR. Please see corrected data. Model 3, serial #, lot #, expiration date, corrected data: additional information was received which indicates the incorrect suspect medical device was reported on the initial MDR. Please see corrected data. If implanted, give date, corrected data: additional information was received which indicates the incorrect suspect medical device was reported on the initial MDR. Please see corrected data. Device manufacture date, corrected data: additional information was received which indicates the incorrect suspect medical device was reported on the initial MDR. Please see corrected data.

Event description:
On (B)(6) 2013, the field clinical engineer confirmed that diagnostics showed high impedance. It was also reported that previous normal mode diagnostics fluctuated from a dcdc 7 to dcdc 2, bac to dcdc 7. The vns generator was explanted. Prior to the generator removal, the physician reported that the generator was "wobbly" and demonstrated that the header appeared to be loose. The physician did not think he was forceful at the time of surgery, so it was unclear what could have caused this. When the physician tried to remove the generator out of the pocket, the dual header came out with the pocket with the two pins in and the cam was left inside the pocket. The surgeon made the decision to replace the generator first and perform diagnostics prior to replacing the full vns system. When the new generator was placed, diagnostics were within normal limits with impedance value 3127 ohms and 3020 ohms. When the pocket was closed, impedance showed 2953 ohms. As the generator replacement provided diagnostics within normal limits, it was decided that a lead replacement was not needed. The explanted generator was returned to the manufacturer and is pending product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Device failure occured, but did not cause or contribute to a death.

Event description:
The generator was returned due to the allegation of detachment of the header. The detached header was discovered by the physician during the explant procedure, which indicates that the header detachment occurred before explant. As received, the header was totally detached from the can. The header¿s negative feed-thru wire end area was completely covered with dried body fluid remnants. The header¿s positive feed-thru wire end area had shiny metal and was partially covered with dried body fluid remnants. Visual examination did not identify any tool marks on the can near the header or on the header. There were dried body fluid remnants inside the header feed thru wire cavities, which indicates that the header detachment occurred during the implant period. Visual examination found that there were adequate adhesive remnants on the can and header. Other than the detached header, no other abnormalities were noted on this device. A window was cut in the can, wires were soldered to the pcb output circuit and test leads were attached to facilitate connections for monitoring of the device and to run an automated final test. The reported allegations were confirmed; the header was detached, which caused no output current delivered to the lead. The cause of the detachment could not be determined. After a window was cut in the can and wires/test leads were attached to the output circuit, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. After wires and test leads were attached to the output circuit, the device performed according to functional specifications. Other than the detached header analysis in the product analysis lab concluded proper functionality of the pulse generator.